Event description:
It was reported that during a non-calcified, non-tortuous, distal right coronary artery stenting procedure, a xience v rx stent delivery system (sds) was advanced and after a few attempts, the xience v rx sds became stuck to the vessel. Reportedly, the guide wire was changed a couple of times during the procedure. The xience v rx sds was removed without difficulty and a stent strut dislodged [flared] and this was not noted with the insertion over the guide wire. Another same size xience v rx stent was used to successfully cover the target lesion. Afraid that there may be damage to the intima of the vessel where the initial xience v rx sds became stuck with the vessel, although there was no obvious visual signs of vessel trauma or damage noted, another xience v stent was used to cover the area of possible damage as a cautionary measure. There was no adverse patient sequela reported. There was a 45 minute significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw univ ii, guide cath: fr ended with al1, sheath: 6f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.